Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the control bar was loose. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the surgeon harvesting the graft that I witnessed had less than a 30-degree angle when using the dermatome and it skipped on the skin and no graft was able to be removed. All the dermatomes were used in the one case. It was noted they shredded grafts which were unusable and required additional grafting. They were finally able to get a graft with an air dermatome. Due diligence is complete and there is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported during surgery that the device shredded graft on the patient. There was a patient impact and no delay reported. Due diligence is in progress.

Event description:
The surgeon harvesting the graft that I witnessed had less than a 30-degree angle when using the dermatome and it skipped on the skin and no graft was able to be removed. All the dermatomes were used in the one case. It was noted they shredded grafts. No harm or delay was noted. They were finally able to get a graft with an air dermatome. Due diligence is complete and there is no additional information.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h10, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.